Event description:
It was reported that a malfunction alarm occurred with the pump identified by code malf 24, which could not be reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer opted to use mdi as backup therapy to ensure insulin delivery was not interrupted. Tandem technical support arranged to send a replacement pump and provided instructions for returning the problematic pump. Additionally, they sent a replacement cartridge and created a goodwill order for the infusion set requested by the customer.